Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance to perform a factory reset on the ilet due to meal announcements leading to doses that felt too high relative to food absorption, with contributing factors including extensive injection-site scar tissue and gastroparesis causing delayed nutrient absorption and with fluctuating low blood glucose reported at 61 mg/dl and high blood glucose reported at 286 mg/dl. The user was guided through the reset, reconnected the g7 sensor, completed a supply change, and entered body weight to resume bionic mode, and oral glucose was used to address lows, with the issue characterized as an incorrect procedure or method related to the user interface. Symptoms included episodes of hypoglycemia followed by hyperglycemia. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with meal announcements and timing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.